Event description:
It was reported that patient had poly exchange on right hip due to unknown reason. Surgeon implanted a new head and poly.

Manufacturer narrative:
Additional devices listed in this report: cat 6570-0-032 delta v-40 ceramic head 32/-4 lot code 48670201. An event related to revision surgery involving a trident liner was reported. No failure mode could be confirmed. Method & results: device evaluation and results: not performed as the reported device was not returned for evaluation. Medical records received and evaluation: a medical review was not performed because insufficient information was provided. Device history review: a review of the device history records could not be performed as the reported lot ID was invalid. Complaint history review: a complaint history review could not be performed as the reported lot ID was invalid. The exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened. Product surveillance will continue to monitor for trends. No action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. Not returned.